Event description:
The pump was not able to be filled. An x-ray was performed on (B)(6) 2014 and confirmed that the pump was flipped. The flip was caused from pump movement due to the patient being overweight. A revision was performed. The pump pocket was opened and the pump and pump segment of catheter exposed. The catheter was coiled several times from the pump flipping in the pocket multiple times. The pump was removed from the pocket and refilled. A volume discrepancy was noted when refilling the pump. The expected residual volume was 2.8 ml and the actual residual volume was 13.0 ml. The physician thought that since the catheter was coiled from the pump flipping that the drug was unable to flow from the pump into the catheter at the calculated rate. The pump segment was uncoiled and the catheter access port aspirated with good cerebrospinal fluid flow. A mesh pouch was put around the pump and the pump was placed back in the pump pocket and anchored securely with the 4 pump suture loops. No symptoms were reported related to the flipped pump. The patient was doing well and receiving effective therapy. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional later reported the patient experienced spastic hemiparesis. The pump sutures had come loose from the tissue, and the catheter was kinked. These issues were corrected via surgery, and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).